Event description:
A sys operator reported one pt that was undercorrected in the left eye following refractive surgery. At 3 months post-op, this pt was undercorrected by +.75 diopter, bcva was 20/15 (same as pre-op) and ucva was 20/30-2. The pt received an enhancement procedure to improve ucva. At 1 week post-enhancement, this pt experienced a 1-line decrease of bcva in the left eye. Ucva improved to 20/25+2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional reportable information becomes available. This report mailed in to FDA on: 04/16/2008.